Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a routine device change out when it was noted that there was high threshold on the rv lead. Upon further investigation, a hidden perforation was suggested via diagnostic imaging. The lead was capped and the device was replaced. There no complications and patient will be monitored.